Event description:
On an unreported date, the patient made a mistake/touch contamination, experienced peritonitis, and was hospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital (B)(6) days later and is reported to be recovered. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.